Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10, h11 corrected field: d1. The pressure of x2 was not stable but adjusted to the vacuum value of x1, indicating a leak at vacuum valve k7. There was no patient involved and no adverse event was reported. The getinge field service engineer (fse) that encountered the issue, replaced the drive manifold to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
The getinge field service engineer (fse) who encountered the issue replaced the drive manifold to address the issue. The fse completed the pm and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us. The initial reporter is a getinge employee who has different contact details from that of the event site. A contact phone number is (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the step #3 of test k6,k6a, k7, k8. The pressure of x2 was not stable but adjusted to the vacuum value of x1, indicating a leak at vacuum valve k7. There was no patient involved and no adverse event was reported.